Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the cardiac compass read 0% pacing on the device. This was due to the atrial port being plugged. The clinician did not expect this reading and questioned why this occurred. The device is still in use. No patient complications have been reported as a result of this event.